Manufacturer narrative:
The valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and ten months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted due to stenosis and replaced with a homograft. No additional adverse patient effects were reported.